Manufacturer narrative:
(B)(4). The lot 11f085 was manufactured between june 27, 2011 and june 29, 2011. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor ruptured during filling. The device was being filled with a non-baxter cytotoxic product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.